Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not charge the pump battery and the pump experienced intermittent shutdowns as expected. Reportedly, the customer experienced an elevated blood glucose (bg) of over 601 mg/dl. The customer administered a manual injection to treat the high bg. The pump was charged and customer successfully resumed insulin deliveries.